Event description:
It was reported that when the customer opened the ecc pack, the stopcock deadenders were loose and fell off. He directly questioned the sterility of the pack and was concerned about contamination.

Manufacturer narrative:
An internal investigation has been opened and corrective actions have been taken. Any pack for this particular catalogue # built after 11/11/2014 will contain vented caps on the stopcocks. Customer will also be educated on the change. Complaint trends will continue to be monitored for this issue. A device and a lot history record review were performed with no nonconformance's related to the event. Labeling review: based on the available information, it is not possible to determine if the device was used in accordance with the labeling in regards to "loose component" reported failure mode. (B)(4).

Manufacturer narrative:
The device has not yet been returned to maquet cardiac surgery for eval. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. (B)(4).